Event description:
During gastric bypass, the covidien endo gia auto suture universal stapler did not deploy the staple properly and the staple became tangled in tissue. Surgeon had to cut the staple out of the tissue.